Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon was not duplicated, and also found that there was no abnormality on the exterior, and the subject device functioned without any problems when connecting and operating according to the instruction manual of the subject device. In addition, omsc checked the error log of the subject device and found that there was no record indicating that the reported phenomenon had occurred. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of the investigation result, omsc could not conclusively determine the exact cause of the reported phenomenon. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an unspecified procedure using the subject device, it was found that an alarm sounded from the subject device, and the caution lamp for excessive pressure on the front panel lit up. At that time, no error code was not displayed, and the overpressure or clogging of the abdominal cavity were not confirmed. However, the subject issue was not resolved even when the power of the subject device was cycled, so the user replaced the subject device to another uhi-4 to complete the intended procedure. There was no report of patient injury associated with this event.